Event description:
Initial report received via phone on oct 2001: a reporter called concerning a pt who experienced extreme pain after receiving one shot of hyalgan (sodium hyaluronate) in both knees on oct 2001, for osteoarthritis. The lot number was requested but was not known. Approximately 6 hours after receiving the injection, the pt complained of "lots of pain" and needed to stand up. The orthopedist was called (name and number requested but not provided), who advised the pt to keep the legs elevated, performed ice therapy and take pain medication (not specified). Instructions were followed. At approximately 4am, the pt woke in excruciating pain and asked to be taken to the hospital. The pt's family member stated that the pt is a very active, non-complainer (runs the household and a ranch), who never needs help but they needed help to get into the car on the morning that pt was taken to the hospital. The family member also stated that the hospital nurse and the physician (names requested but not provided) stated they did not know anything about hyalgan-pt's orthopedist was called. The pt's orthopedist aspirated fluid from both knees and sent it for culture, which came back negative, 2 days later, pt was in the hospital for 4 days and was discharged on oct 2001. To date, the pt's swelling has gone down, but pt is still in pain and is feeling depressed. Pt was given hydrocodone for the pain, which hasn't really worked-pt will no longer be taking it. The pt did not wish to go back to the orthopedist at first, but will be going back to him. Pt also has an appointment with the internist. Add'l info has been requested and will be provided when available. Corrective treatment: hydrocodone.